Manufacturer narrative:
(B)(4). (Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient with primary osteoporosis and burst fracture underwent balloon kyphoplasty surgery at l2 after which the patient's condition was stable for several days. On (B)(6) 2017, post-op, l2 fracture and pain was observed again. Posterior fusion was performed as a result of this event. The revision procedure was completed successfully with a new product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.